Manufacturer narrative:
This report is submitted on february 20, 2023.

Event description:
Per the clinic, the device was explanted on (B)(6), 2023 due to an infection (non-device related). There are no plans to reimplant the patient with a new device as of the date of this report.

Manufacturer narrative:
Device analysis report attached this report is submitted on april, 30,2023